Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h8, h11. The evd catheter (ID 821745) was not returned for evaluation, but a photo was provided and evaluated: showing the presence of what looks like hair inside the sealed blister. Device history record (DHR) - the product code 821745 with lot 7452307 conformed to specifications when released to stock failure analysis - after reviewing the photo provided by the customer, we can see the presence of what looks like hair inside the sealed blister. Root cause analysis - the root cause for the issue reported by the customer was due to a human error. The specs in the working instruction were not applied. An awareness training was performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hair was found inside the inner sterile package of an evd catheter (ID 821745). Package remained sealed and a new one opened. No surgical delay, no patient harm.